Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging respiratory tract irritation. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Maximum gfe attempts have been made.

Manufacturer narrative:
The manufacturer previously selected box b : adverse event or product problem as "product problem". Later it was determined that the alleged complaint is a serious injury and it is due to the device. Event description should be - the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging respiratory tract irritation due to the device. In this report box b and box h have been updated/corrected.